Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The patient was having low blood glucose levels about 2 weeks ago, so the hospital advised the patient to reduce her basal rate. The patient reduced her basal rate by 10%. The patient's blood glucose levels started to elevate and the patient went to the hospital. The blood glucose results at the hospital were not provided. The type of treatment given to the patient at the hospital was not provided. The patient was hospitalized from (B)(6) 2016. The patient declined to provide additional information. The infusion device was requested to be returned for product evaluation.

Event description:
The patient was treated in the hospital with fluids, intravenous insulin, and intravenous glucose.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.